Event description:
It was reported by the field clinical representative (fcr) that the patient with this right ventricular (rv) lead was interrogated by another fcr and expressed significant stress, anxiety, dizziness began to occur and felt as though vision was being lost due to chest pain during a routine follow up. During the rv threshold test, the reported pain intensified, prompting the initial physician to refer the patient to another physician for evaluation of a possible micro perforation. Subsequently, the most recent physician explanted and replaced the rv lead. No additional adverse patient effects were reported.

Manufacturer narrative:
This supplemental report is being filed to correct the b2: outcomes attrib to adv event; f10: patient codes; f10: impact codes; f10: device codes; h6: patient codes; h6: impact codes; and h6: device codes.

Event description:
It was reported by the field clinical representative (fcr) that the patient with this right ventricular (rv) lead was interrogated by another fcr and expressed significant stress, anxiety, dizziness began to occur and felt as though vision was being lost due to chest pain during a routine follow up. During the rv threshold test, the reported pain intensified, prompting the initial physician to refer the patient to another physician for evaluation of a possible micro perforation. Subsequently, the most recent physician explanted the rv lead. No additional adverse patient effects were reported.